Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulties with infusion set not adhering due to sweat as customer perspires heavily. Customer reported that issue occurred every summer. Troubleshooting was performed and customer was educated on different types of tapes. Customer reported of having high blood glucose of 450 mg/dl a week prior to phone call. Customer treated high blood glucose with manual injection.